Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no allegation of a device malfunction or deficiency reported for this event. Per the information documented in the file, this event is unrelated to peritoneal dialysis (pd) therapy or any fresenius device(s) or product(s).

Event description:
It was reported that this peritoneal dialysis (pd) patient expired on (B)(6) 2025. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that this patient expired. There was no further information available as the patient¿s family did not wish to disclose any information to the clinic.

Event description:
It was reported that this peritoneal dialysis (pd) patient expired on (B)(6) 2025. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that this patient expired. There was no further information available as the patient¿s family did not wish to disclose any information to the clinic.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.